Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to no audio sound which was verified by the service evaluator. The cause was identified to be the flex connector for the rear case unsecured. Once the cable was secured to the input output printed circuit board sound was restored to the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have no sound (no audio). No additional information is available.